Manufacturer narrative:
Correction: section e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile application used for magnetic resonance imaging (MRI) accessibility generated a diagnostic message indicating that the cardiac resynchronization therapy defibrillator (crt-d) was not safe for MRI as the impedance of one or more leads exceeded safety requirements or could not be verified when attempting to program the crt-d to MRI mode. It was noted that the left ventricular (lv) lead previously exhibited high impedances but the current impedance measurement was within the normal range. It was determined that several pathways of the lv lead still exhibited a high, undefined pacing impedances. It was also reported that the device was programmed to right ventricular (rv) pacing only due to phrenic nerve stimulation. The lv lead was currently programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.